Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power error alarm. Customer blood glucose reading was 235 mg/dl. Troubleshoot was not completed. Customer stated the alarm occurred during normal use and the insulin pump alarm within 4 hours of troubleshooting. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. Unit received with minor scratched lcd window and cracked retainer. The insulin pump involved in this event is the b4 insulin infusion pump, which is not marketed in the united states. However, the device is similar to the b4 insulin infusion pump, which is marketed in the united states.